Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act and esc buttons on the insulin pump were not working. Customer stated that it was like the screen was freezing. Customer also mentioned a button error alarm and stated that the up and down arrow keys worked intermittently. Caller further mentioned that she received a low reservoir alarm that she was unable to clear. Customer's blood glucose reading at the time of the call was 208 mg/dl. No further information reported.

Manufacturer narrative:
All buttons functioned properly during testing, however, moisture damage was found on the keypad traces during visual inspection. No button error alarm was noted. The pump was received with a stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube, and stained end cap sticker.